Manufacturer narrative:
An event regarding osteolysis involving an exeter stem was reported. The event was not confirmed. Method and results: device evaluation and results: not performed, device was not returned, the device was discarded by the customer. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
During a clinical study site monitoring visit performed by clinical research associate, she was made aware by the research team that a patient underwent a revision surgery of their exeter femoral stem due to osteolysis of the proximal femur. The stem was originally implanted on (B)(6) 1999. The revision procedure was performed on (B)(6) 2012. The patient is a subject in the exeter primary outcomes study (B)(4). The clinical research associate reported that she requested that the study site provide copies of post-primary and pre-revision x-rays as well as component details. However, as this is a relatively old event, the clinical research associate does not expect that any additional information will be available.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown exeter femoral stem. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
During a clinical study site monitoring visit performed by clinical research associate, she was made aware by the research team that a patient underwent a revision surgery of their exeter femoral stem due to osteolysis of the proximal femur. The stem was originally implanted on (B)(6) 1999. The revision procedure was performed on (B)(6) 2012. The patient is a subject in the exeter primary outcomes study (patient ID (B)(4)). The clinical research associate reported that she requested that the study site provide copies of post-primary and pre-revision x-rays as well as component details. However, as this is a relatively old event, the clinical research associate does not expect that any additional information will be available.

Manufacturer narrative:
An event regarding osteolysis involving an exeter stem was reported. This investigation was closed and then subsequently re-opened upon receipt of x-rays and operative reports. The event was not confirmed. Method and results: the device was not returned, it was discarded by the customer. A review of the provided x-rays and operative reports by a clinical consultant indicated that there is not much wrong with the exeter stem but instead the cup is grossly loose with significant secondary deformity, central pelvic migration and severe osteolysis around the cup. The cup is not a stryker device but a depuy elite plus cemented cup and as such not subject to stryker evaluation for failure mode. Not much more can be said about this case unless more information would become available, especially early post implantation x-rays would be valuable. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, additional pre- and post-operative x-rays, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened.

Event description:
During a clinical study site monitoring visit performed by clinical research associate, she was made aware by the research team that a patient underwent a revision surgery of their exeter femoral stem due to osteolysis of the proximal femur. The stem was originally implanted on (B)(6) 1999. The revision procedure was performed on (B)(6) 2012. The patient is a subject in the exeter primary outcomes study (patient ID (B)(6)). The clinical research associate reported that she requested that the study site provide copies of post-primary and pre-revision x-rays as well as component details. However, as this is a relatively old event, the clinical research associate does not expect that any additional information will be available.